Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: no defect was found. No data in pump histories from time of reported issue due to continued use before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿. Pump passed flow accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated that her blood glucose (bg) was down from 264 mg/dl to 110 mg/dl one hour after priming 11.1u while attached to pump. Ems had been called and arrived while still on call with animas. Customer technical support (cts) instructed patient to drink some juice and have a snack. Patient states she is a brittle diabetic and bg tends to drop very quickly. Bg was down to 110 mg/dl at end of call. Ems present to monitor bg and treat as necessary. This complaint is being reported as hypoglycemia requiring medical attention occurred after the user inadvertently infused 11.1u of insulin when she primed while attached to pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.